Event description:
The customer claims that the patient had a plastic knife and had cut the netting on the side panel window. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product found that the mesh netting on the left window has a two foot tear. (B) (4).